Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1706249p, medical device expiration date: 05/31/2022, device manufacture date: 06/07/2017; medical device lot #: 1709231, medical device expiration date: 08/31/2022, device manufacture date: 08/29/2017; medical device lot #: 1709278, medical device expiration date: 08/31/2022, device manufacture date: 10/02/2017; medical device lot #: 1710275, medical device expiration date: 09/30/2022, device manufacture date: 10/19/2017. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger on a bd plastipak¿ syringe was ¿resistant¿ causing the IV pump to alarm with the alert ¿occlusion¿. There was no report of injury or medical interventions.

Manufacturer narrative:
H.6. Investigation summary: one sealed sample of 20ll lot 1706249p has been received for investigation. Upon visual inspection of this sample received, no damage or molding defect can be observed in it that could be related to the alleged defect. Ten retained samples from 20ll lots 1706249p, 1709278, 1709231 and 1710275 are evaluated. Upon visual inspection of these 40 retained samples, no damage or molding defect can be observed in them that could be related to the alleged defect. DHR of lots 1706249p, 1709278, 1709231 and 1710275 are reviewed not finding any annotation or deviation regarding the alleged defect. During manufacturing process break out force, sustaining force and silicone content tests are done per lot according to procedures. On checking the results for the four lots, they are within specification limits according to procedure. Break out force, sustaining force and silicone content tests are done with the ten retained samples for lots 1709278, 1709231 and 1710275 and the 11 samples of lot 1706249p (1 from customer and 10 retained) and results meet specification limits previously mentioned. Final products in this manufacturing line, for this reference and lot sizes are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. 1. Visual inspection. Molding: 2 injections per shift. Printing: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly:18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. 2. Functional inspection. Printing: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Assembly: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Primary packaging: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Investigation conclusion: since no issues were identified during manufacturing process and manufacturing record stablished that all production and quality processes were carried out normally and samples evaluated meet specification limits, we can confirm that the root cause of the non-conformance is not related to a manufacturing defect.